Event description:
It was reported by a distributor that a patient sustained a second degree burn to the cheek following ipl treatment with a lumenis quantum laser. It was further reported that a test patch was not performed on the patient prior to treatment.

Manufacturer narrative:
An examination of the subject device by a lumenis-trained technical specialist found no malfunction related to the event report and that the device functioned to manufacturer specifications. Subject device malfunction is determined to not be the root cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the reported treatment settings were inappropriate and aggressive based on the information reported. The device operator reported selecting settings for a 560 filter while employing a 640 filter and failing to compensate for the lower wavelength filter. Additionally, the healthcare professional stated that the patient would most likely sustain a scar.